Event description:
Vent# [redacted] was replaced for a new one (vent# [redacted]) as it was alarming "flow sensor out of range" despite cleaning, re-calibrating, and changing the flow sensor for a new one while ventilating the patient. Ventilator was tagged for biomed to further check machine. Pt was bagged by rcp (respiratory care personnel) during transfer and tolerated well. Placed on same settings on the new ventilator. Manufacturer response for ventilator flow sensor, evita xl (per site reporter). [Date redacted]: it has a defective flow sensor cable which caused the machine to trigger "flow sensor out of range" alarm. Biomed has ordered the parts to repair the machine.